Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured november 24, 2014 to november 26, 2014. The device was received for evaluation. Visual inspection was performed and identified a white particle floating in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle floating in a small volume intermate. This was observed after the device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.